Event description:
It was reported that stent difficult to deploy requiring intervention. The 60% stenosed target lesion was located in the mild tortuous and mild calcified vessel. A 16x90x75cm venous wallstent was selected for use. During the procedure, there was a slight hesitation with full release of the stent off the delivery system until the stent was fully released and additional stent was used. The procedure was completed with this device. There were no patient complications as a result of this event. It was further reported that the stent was not removed and there were two stents used. It was further reported that the target lesion was located in the iliac vein, and the use of the second stent in the procedure was planned.

Manufacturer narrative:
B5: describe event or problem: updated to include the additional information h6 -impact codes: updated from "additional device required" to "no health consequences or impact". Investigation results: media review: media was received in the form of angiographical images. Review of media identified a slight delay in expansion of the stent, which confirms the event. Device technical analysis: a venous wallstent device was returned for analysis. The device was received unsheathed with the stent already deployed from the delivery system. The deployed stent was not returned with the device. No issues noted with the stent holder or the stent cup. No issues noted with the sheath of the device. A visual and tactile examination identified no issues with the tip of the device. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review was completed and confirmed that the event of 5587: stent - 1299: difficult to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion: based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as cause not established based on the inability to assign a most probable cause for stent deployment and delayed expansion issue from the information provided and the inability to carry out analysis of the stent due to it not being returned. It was stated that the additional device was required due to the procedural event experienced by the patient.

Event description:
It was reported that stent difficult to deploy requiring intervention. The 60% stenosed target lesion was located in the mild tortuous and mild calcified vessel. A 16x90x75cm venous wallstent was selected for use. During the procedure, there was a slight hesitation with full release of the stent off the delivery system until the stent was fully released and additional stent was used. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
B5: describe event or problem: updated investigation results: media review: media was received in the form of angiographical images. Review of media identified a slight delay in expansion of the stent, which confirms the event. Device technical analysis: a venous wallstent device was returned for analysis. The device was received unsheathed with the stent already deployed from the delivery system. The deployed stent was not returned with the device. No issues noted with the stent holder or the stent cup. No issues noted with the sheath of the device. A visual and tactile examination identified no issues with the tip of the device. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review was completed and confirmed that the event of 5587: stent - 1299: difficult to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion: based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as cause not established based on the inability to assign a most probable cause for stent deployment and delayed expansion issue from the information provided and the inability to carry out analysis of the stent due to it not being returned. It was stated that the additional device was required due to the procedural event experienced by the patient.

Event description:
It was reported that stent difficult to deploy requiring intervention. The 60% stenosed target lesion was located in the mild tortuous and mild calcified vessel. A 16x90x75cm venous wallstent was selected for use. During the procedure, there was a slight hesitation with full release of the stent off the delivery system until the stent was fully released and additional stent was used. The procedure was completed with this device. There were no patient complications as a result of this event. It was further reported that the stent was not removed and there were two stents used.